Event description:
This is filed to report an expired device. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 3-4. A mitraclip was implanted without issues. A mitraclip nt with an expiration date of april 20, 2023 was then implanted without issues. The procedure was completed with two clips implanted. The mr was reduced to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported improper or incorrect procedure or method/user error is associated with the use of an expired cds that was used during the mitraclip procedure. It should be noted that in the mitraclip instructions for use, warns: "do not use the mitraclip g4 system after the ¿use by¿ date stated on the package label, and never reuse or re-sterilize the system. Use of expired, reused, or re-sterilized devices may result in infection ". There is no indication of product issue with respect to manufacture, design or labeling. H6: code 2017 added to capture the device being used after expiration.na.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported deviation from the instructions for use (IFU) is associated with the use of an expired clip delivery system (cds) during the mitraclip procedure, despite being informed by the abbott therapy specialist of the expired device. It was stated by the account that the responsibility of the decision to use the expired product was theirs and not abbott¿s, once the device had been purchased. There is no indication of a product issue with respect to manufacture, design or labeling.